Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure, after the proximal part of the device was deployed, the physician tried to deploy the rest of the device in the left common iliac artery pushing it upward, however, the device was not able to be pushed enough due to the angulated aorta. He ended up deploying the device to the left external iliac artery covering the left internal iliac artery. The patient tolerated the procedure. It was reported that the patient is doing well and no additional procedure is not scheduled or planned.